Event description:
It was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.